Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hal software error detected. The customer's blood glucose was 120 mg/dl. Active insulin updating occurs if the insulin pump has recently been turned on for the first time, a pump error occurred, settings were cleared. The product will not be returned for analysis.